Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) diagnosed the issue and replaced both the retractor cable and flat flex cable, followed by testing the drawer using the hardware test application, after which the customer confirmed that the drawer was functioning properly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed. The customer tried to recover and rebooted the station, but still the issue persisted. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.